Event description:
Related manufacturer reference number: 2017865-2023-19187. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead and pacemaker. During the replacement the guide wire would not advance on the rv lead and was not replaced. The physician elected to explant and replace the pacemaker. The patient was in stable condition.

Manufacturer narrative:
The reported event of over-sensing, and noise were not confirmed. The pacer was received from the field with battery voltage above elective replacement level. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
New information notes that the right ventricular (rv) lead was capped on (B)(6) 2024.